Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 double head pump being used as the cardioplegia pump displayed an error message during priming. The error was cleared by restarting the unit, but when the pump attempted to deliver cardioplegia, the flow rate displayed dashes and the pump did not respond to knob rotation. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 double head pump being used as the cardioplegia pump displayed an error message during priming. The error was cleared by restarting the unit, but when the pump attempted to deliver cardioplegia, the flow rate displayed dashes and the pump did not respond to knob rotation. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 double head pump being used as the cardioplegia pump displayed an error message during priming. The error was cleared by restarting the unit, but when the pump attempted to deliver cardioplegia, the flow rate displayed dashes and the pump did not respond to knob rotation. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. A serial readout was performed and sent to sorin group (B)(4) for evaluation, where it was determined that the hmf motor endstage board was causing the issue. The hmf motor endstage board was removed from the unit and returned to sorin group (B)(4) for further investigation. Visual inspection of the returned device did not identify any abnormalities. The board was functionally tested and the reported issue was reproduced. A hardware analysis found no 5v supply output voltage and a short circuit between the input and output voltages of the dc/dc converter. The dc/dc converter was replaced and subsequent tests found no further errors. The device was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.